Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, but still functional. Customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, a correction bolus was delivered via the pump to address bg level. The customer continued to use the pump with manual injections available for back up insulin therapy.